Event description:
It was reported that the ventilator generated a technical error code indicating a communication failure between monitoring and breathing subsystems. (B)(4).

Manufacturer narrative:
(B)(4).